Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was showing failed hardware, the customer attempted troubleshooting by rebooting the station and trying to recover the drawer, shutdown the station by unplugging the power cord from the back of that station and waited for 2 to 5 minutes, also user reconnected power plug and turned the power on then checked and tried to recover the drawer but failed, however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware was failed. A field service engineer (fse) verified the customer issue with main half height legacy drawer 3.2, where multiple cubies failed. Damaged slide rails were found, and the bumper slide was replaced. Three cubie tops were jammed, shorting a fuse on the moab, requiring a replacement fuse. The fse also addressed drawer 3.1 not detected on the bus and replaced fuse. The customer verified all cubie were present on mapping. The system functioned as intended after the field service engineer repaired the device.